Event description:
It was reported that a no flow was observed in a basal/bolus infusor. This occurred during a patient infusion of morphine hydrochloride, saline, and decadron. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. A batch review will be performed.¿ if any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.